Manufacturer narrative:
(B)(4). Batch # t5dw62. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, the halves were noted to be with mixed batches, and with no cartridge was loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The event could not be confirmed as no damages were observed in the knob, the device opened and closed without any difficulties noted, and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open right hemicolectomy, the firing knob would not return. Even though it was tried many times, it still not work. Finally, the surgeon cut off the marginal tissue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.